Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an ongoing issue of the pump battery depleting too quickly resulting in the pump shutting off. The customer¿s blood glucose was 782 mg/dl. Cause was due to pump shutting down. Customer went to the emergency room (ER) on (B)(6)2023 and was subsequently admitted to the intensive care unit (ICU). Customer was treated with intravenous fluids of saline and insulin. Customer was discharged on (B)(6) 2023 with the issue resolved and no permanent damage. Reportedly, the cartridge and infusion set had been in use for more than 48 hours with humalog insulin. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended and educated the customer on insulin labeling. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the battery depletion issue; however, the customer did not respond. No additional patient or event information was available.